Event description:
The product was evaluated. An external visual inspection was performed passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed as the receiver turns off when connected to the usb connector. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed as the receiver turns off when connected to the usb connector. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.